Event description:
It was reported that this pacemaker exhibited oversensing of noise resulting in storage of signal artifact monitor (sam) episodes and disablement of the minute ventilation (mv) sensor. Review of stored device data noted the noise appeared consistent with electromagnetic interference (emi) from an external source. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.